Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the black screw of the controller connector was broken. There were no alarms. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the connector nut on the black power cable of the heartmate ii system controller was confirmed. The heartmate ii system controller (serial number: (B)(6)) returned analysis with a broken connector nut on the black power cable. A log file was downloaded for review that showed events spanning approximately 35 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). There were no notable alarms active in the log file that indicated the observed damage connector nut caused any functional issues. The system controller was functionally tested and was able to support a mock loop without any issues or alarms activating. Although the black power cable connector could not be secured to the power source this did not prevent the cable from providing power to the system. The controller functioned as intended throughout testing. A root cause for the reported event was unable to be conclusively determined through this analysis the device history records were reviewed and the records revealed the heartmate ii system controller (serial number: pc-52135) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Additionally, section 3 of the patient handbook, entitled ¿powering the system¿, gives instructions on changing power sources including only to hand tighten nuts until secured. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.